Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella cp support and they had bleeding from chest tubes. The patient received numerous transfusions of blood products and the chest tube output was still high so heparin was turned down to achieve an active clotting time of 140. There was still lots of drainage from the chest tubes so the impella cp was removed. The patient survived the event.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The data logs were not relevant to the investigation. Clinical details provided did not outline any suggestion of excessive force or patient anatomy that could have caused the complication. They actually mention that the coronary artery bypass graft procedure the day before impella insertion had bleeding complications and blood transfusions had been necessary every day leading up to explanting the pump. The returned product was investigated and there was no damage to the pump, specifically the repositioning unit, that would suggest any excessive force. The root cause of the vascular damage could not be determined due to the lack of clinical detail.